Event description:
Covidien received a report of a n-560 that had no audio. Customer found this problem during preventative maintenance, no pt involvement. Customer stated that there was no tone at the end of post (power on self-test).

Manufacturer narrative:
Covidien investigation isolated the no audio failure to the main pcb.